Event description:
The x-ray taken five days post-op ((B)(6) 2010), showed a peri-prosthetic fracture. Cerclage performed on (B)(6) 2010. On (B)(6) 2011, everything was ok. Some days later, the pt fell with crutches and fractured the shaft. It was treated with osteosynthesis. Ref 3005180920-213-00061.